Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the therapy was exhausted. The health care professional (hcp) will reach out to cardiology for review of the electrograms (egms) and then will decide if they will want bsc to come out to reprogram device. Currently, this product remains in service and no additional adverse patient effects were reported.